Event description:
A peritoneal dialysis home pt reported having recently recovered from a peritonitis episode. Per the home pt's nurse, the home pt presented to the clinic with cloudy effluent and abdominal pain. Teh home pt was subsequently diagnosed with peritonitis in 03/2003, following confirming lab work. Initial treatmemt included ceftazidime 1g ip once daily for 2 days, and one dose of vancomycin 1g ip. After receiving the effluent culture and sensitivity results treatment was changed to ciprofloxacin 500 mg, oral, 2 times daily for 2 weeks. Per the home pt's nurse, the home pt has fully recovered with no hospitalization required. Root cause of the infection is unk.